Event description:
The programming wand was returned at the request of the site due to reported freezing screen during and after interrogations. The analysis of the wand revealed intermittent communication problems were caused by the presence of a faulty resistive reset switch. After a known good bench reset switch was substituted, the programming wand was electrically tested and was operating within the designed limits of the final electrical test requirements.

Manufacturer narrative:
Reset switch component.